Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 10 device ruptured during filling. The device was being filled with 5-fluorouracil when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
A customer contacted baxter's technical service center to report a 2240 alarm (indicating air) on the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the message to homepatient (hp) and informed him to recycle the machine, discard the supplies and start over with new supplies.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Follow up with the nurse revealed that he was not aware of the incident. He stated that the patient has continued therapy since the time of this incident without problems. No medical intervention or patient injury was reported at the time of the incident. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.